Manufacturer narrative:
The customer reported that the therapy knob was working intermittently. The device was evaluated locally. The optical switch was replaced to resolve the issue.

Event description:
The customer reported that the therapy knob was working intermittently.